Event description:
It was reported that pump declared altitude alarm repeatedly over several days despite customer following preventive precautions. There was no adverse impact to the customer¿s blood glucose level. Customer used insulin pen as backup, and technical support arranged pump replacement under warranty.